Event description:
The tip of the inserter snapped off in the stem, the tip is still in the patient. The surgeon continued with the procedure. No delay.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the report. Device was cross threaded into male/female interface between rod and handle body. It is likely rod was not placed into handle body correctly. The primary and secondary minor threads are fractured. This item was manufactured in july 2006 and has been in distribution for (B)(4). Material wear out could be a contributing factor. Root cause is attributed to possible user error and material wear out. Based on the performed investigation, the need for corrective action has not been identified.